Event description:
Patient reported having issues drawing up medication using these syringes. Some syringes had issues with plunger, some with needles, unknown if pt missed a dose or experienced an adverse event due to pc. Unknown if defective devices are available for return. Lot number unknown. No other information provided. Dose/amount, frequency: tobramycin inhale 2ml of 1 ampule via nebulizer 2 times a day (morning and evening) for 28 days on, then 28 days off. Reported to (B)(6) by: patient/caregiver.